Event description:
It was reported that during a laparoscopic cholecystectomy, the device did not occlude the vessel properly; the clips were tear shaped. The clips were removed and a second same like device was opened to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: did clips not occlude? Did clips fall off of vessel after applied? Was there any bleeding or leak that occurred? If bleeding, please quantify amount of bleeding. Were any blood products given? Was there any change to procedure or post-op patient care?

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: did clips not occlude? No. Did clips fall off of vessel after applied? No. Was there any bleeding or leak that occurred? No. If bleeding, please quantify amount of bleeding. N/a. Were any blood products given? No. Was there any change to procedure or post-op patient care?no the analysis results found that the er320 device was returned in good visual condition. A bag with one malformed clip was received along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and fed and formed nine scissored clips. In addition the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation¿. No incident related to the reported event was observed during the batch record review.